Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during intralipid infusion therapy (500 ml bag of dextrose 5% (d5%) + lactated ringers solution (lr)). The pump was programmed to deliver 44 ml/hr and was reading an hourly delivered volume, however, the bag was clamped, the pump failed to generate an alarm and the medication was not being delivered to the patient. This resulted in a drop in the patient¿s glucose levels. No additional information is available

Manufacturer narrative:
The product code was reported as #: 35700 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.